Event description:
It was reported that stent damage occurred. A 2.50x24mm promus premier¿ stent was noted to be defective. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the distal half of the stent was damaged and stretched over the distal tip of the device. The proximal end of the stent was still in place. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus premier¿ stent was noted to be defective. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).